Event description:
A pt reportedly received a corneal burn during a routine phacoemulsification procedure. Unanticipated sutures were needed to close the wound. The pt has recovered and is doing fine.